Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, mildly tortuous, mid left anterior descending artery (lad) lesion with 90% stenosis. A 3.00 x 8mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion. During post-dilation, after stent implantation, the balloon ruptured during the first inflation at 8 atmospheres. The procedure was completed with an non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.